Manufacturer narrative:
H3 other text : device is end of life / end of support.

Event description:
Philips received a complaint on the heartstart mrx indicating that the co2 inlet has leakage. There was no reported patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was made aware of the end of life terms and the device remains at the customer site. No further action is warranted at this time.